Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), tooth abscess ('dental problems: abscess') and optic neuritis ('vision problems: eye neuritis') in an adult female patient who had essure (batch no. C18712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of her essure placement, she also had an endometrial ablation". The patient's medical history included vaginal delivery on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), tooth abscess (seriousness criterion medically significant), migraine ("migraine/headaches"), optic neuritis (seriousness criterion medically significant), pain in extremity ("feet pain"), arthralgia ("joint pain"), neck pain ("neck pain") and eye pain ("eyes pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), the second episode of vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), neuromyopathy ("neurological condition/problems"), joint swelling ("swelling major joints") and peripheral swelling ("swelling of feet") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (novasure ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, cystitis, urinary tract infection, the last episode of vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth abscess, hormone level abnormal, migraine, neuromyopathy, optic neuritis, weight increased, pain in extremity, arthralgia, neck pain and eye pain outcome was unknown and the menorrhagia, vaginal haemorrhage, metrorrhagia, back pain, dyspareunia, female sexual dysfunction, joint swelling and peripheral swelling had resolved. The reporter considered alopecia, arthralgia, back pain, cystitis, device dislocation, dyspareunia, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, joint swelling, menorrhagia, metrorrhagia, migraine, neck pain, neuromyopathy, optic neuritis, pain in extremity, peripheral swelling, psychological trauma, tooth abscess, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight (B)(6). Surgical pathology report: cervix having no significant pathologic changes; endometrium with a weakly proliferative pattern; myometrial leiomyoma (0.8 cm in greatest dimension); bilateral fallopian tubes having no significant pathologic changes (essure device present); no atypia or malignant neoplasm identified. Insertion detail: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: the 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tuba! Ostium. Trailing coils in uterus: there was no evidence of perforation. All instruments were removed. Hemostasis was achieved at the tenaculum site. Discrepancy (mr)-plaintiff claimed migration of essure to unknown location but in surgical pathology report given as bilateral fallopian tubes having no significant pathologic changes (essure device present); diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and optic neuritis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ metrorrhagia, back pain, dyspareunia, apareunia, psych injury, bladder problems, urinary tract infection, vaginal discharge, fatigue, gastrointestinal conditions, alopecia, dental problems: tooth abscess, hormonal changes, migraine/headaches, neurological condition/problems, vision problems: eye neuritis and weight increased¿. Reporter¿s information, demographics, lab data, essure indication (amended), essure insertion (updated)/removal date were added. Follow up 2 and 3 processed together. On (B)(6) 2019: plaintiff fact sheet and medical record received. Per pfs following events¿ migration, abnormal bleeding (vaginal, menorrhagia), feet pain, joint pain, eyes pain, vaginal discharges, swelling of major joints and swelling of feet¿. Reporter¿s information, demographics, medical history, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), tooth abscess ('dental problems: abscess') and optic neuritis ('vision problems: eye neuritis') in an adult female patient who had essure (batch no. C18712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of her essure placement, she also had an endometrial ablation". The patient's medical history included gravida on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In august 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), tooth abscess (seriousness criterion medically significant), migraine ("migraine/headaches"), optic neuritis (seriousness criterion medically significant), pain in extremity ("feet pain"), arthralgia ("joint pain"), neck pain ("neck pain") and eye pain ("eyes pain") and was found to have weight increased ("weight gain"). In march 2016, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), cystitis ("bladder infection"), the second episode of vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), neuromyopathy ("neurological condition/problems"), joint swelling ("swelling major joints") and peripheral swelling ("swelling of feet") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (novasure ablation and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, cystitis, urinary tract infection, the last episode of vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth abscess, hormone level abnormal, migraine, neuromyopathy, optic neuritis, weight increased, pain in extremity, arthralgia, neck pain and eye pain outcome was unknown and the menorrhagia, vaginal haemorrhage, metrorrhagia, back pain, dyspareunia, female sexual dysfunction, joint swelling and peripheral swelling had resolved. The reporter considered alopecia, arthralgia, back pain, cystitis, device dislocation, dyspareunia, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, joint swelling, menorrhagia, metrorrhagia, migraine, neck pain, neuromyopathy, optic neuritis, pain in extremity, peripheral swelling, psychological trauma, tooth abscess, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 107 lbs. Surgical pathology report: cervix having no significant pathologic changes; endometrium with a weakly proliferative pattern; myometrial leiomyoma (0.8 cm in greatest dimension); bilateral fallopian tubes having no significant pathologic changes (essure device present); no atypia or malignant neoplasm identified. Insertion detail: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: 2. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tuba! Ostium. Trailing coils in uterus: 3. There was no evidence of perforation. All instruments were removed. Hemostasis was achieved at the tenaculum site. Discrepancy (mr)-plaintiff claimed migration of essure to unknown location but in surgical pathology report given as bilateral fallopian tubes having no significant pathologic changes (essure device present); diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and optic neuritis". Batch no: c18712 production date: 2014-01-30 expiration date: 2017-01-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.